Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a downstream occlusion between the pump and the patient had occurred. The patient¿s port had been flushed without issue, and the clamp on the chemo line had not been closed. Attempts to resolve the issue by changing out the cadd pump had not been successful. Once a new cassette had been used, the pump had infused without issue. The continuous infusion rate had been 2.2 ml per hour; with a reservoir volume of 100 ml. No drug had been administered prior to resolution. The pump had not been used to prime the extension tubing. The event occurred while in use with a patient at the facility. The patient had been medically affected by a delay in starting the infusion.